Manufacturer narrative:
Follow-up #1 date of submission 06/25/2015-product analysis:the device was returned and evaluated by product analysis on 06/08/2015 with the following findings:the complaint could not be duplicated or confirmed with investigation. The battery cap was undamaged. The contact dimensions were within specification.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the battery cap would not attach to the pump. It was reported there was no battery compartment damage or moisture ingress. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.